Event description:
During a percutaneous transluminal angioplasty the tip of the wire fractured in the location near the proximal posterior tibial artery. This was a 014 diameter v 14 wire. The wire fracture was noted to be clinically inconsequential and will not expose the patient to any risk. This was disclosed to the patient. No harm to patient.